Event description:
The customer reported to olympus, during an unspecified procedure, the distal attachment came off of the endoscope. The surgeon uses the distal ringed attachment since it fits on the tip of the endoscope and helps him to advance the scope during the procedures. At the end of this procedure, the technician identified the attachment was missing. The surgeon re-entered the egd scope to search for the attachment but it was unsuccessful. The attachment was not located inside the patient and it was not located on the floor or in the patient's bed. The surgeon reported if the attachment was left inside the patient, it was very risk risk and naturally pass through the patient. It was reported the patient did not suffer any harm. The facility completed an incident report. This event includes 2 reports: (B)(6): gif-h190, serial (B)(4). (B)(6): d-201-11804, lot 25k. This report is 2 of 2 for (B)(6): d-201-11804, lot 25k

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been submitted by the importer under this MDR report number 2429304 - 2022 - 00130.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the subject device detached from the endoscope because the endoscope (gif-h190) is not compatible with the device (d-201-11804). However, the subject device (d-201-11804) was still attached to the endoscope (gif-h190). In addition, the outer diameter of the distal end of the device (gif-h190) is narrower than the inner diameter of this product. Therefore, the connection between the subject device and the endoscope was possibly loose. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿use this instrument only in combination with products recommended by olympus. If combined with products not recommended by olympus, the instrument may fall off of the endoscope inside the patient and may cause malfunction or equipment damage.¿ ¿gif-h190 is not compatible with d-201-11804. (Drawing no. Rc1748, revision no.09)¿. This supplemental report includes information added to d8. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer provided additional information regarding the event: - the cap fell off either during or at the end of an upper gastrointestinal endoscopy procedure. The user noticed it was missing when starting the bedside cleaning of the endoscope. The procedure was completed using the same device, without delay. No other devices were replaced during the procedure due to malfunction or failure. - the user did not know whether or not the distal attachment device was inspected before use. However, the endoscope was inspected and was in working order. - the surgeon reported if the attachment was left inside the patient, it was very low risk and would naturally pass through the patient. The current status on the patient was unknown.